Event description:
The manufacturer received an allegation that the display was blacking out with lines on it, so it was impossible to operate the device. The device was being used by a patient who was on travel. The device kept operating though the issue was observed. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported of an allegation that the display was blacking out with lines on it, so it was impossible to operate the device. The device was being used by a patient who was on travel. The device kept operating though the issue was observed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display blacked out and had lines in the screen. The device¿s display was replaced to address the issue. Since it was observed that a connector of system board was not securely fastened, the system board was replaced to address the issue. Additionally, in response to the touch screen did not respond, and the buzzer did not sound, but it was unable to read the event log from the micro-usb port. By checking the log, there was no occurrence history of errors indicating abnormalities of the device.